Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the the patient had been hospitalized due to hypoglycemia. The patient's blood glucose (bg) level dropped to 77 mg/dl, and was continuing to drop, while wearing the pod between 36 and 48 hours. The patient stated they knocked their dexcom off by knocking it against a wall, they weren't getting accurate bg levels. The patient gave a bolus, but over corrected and led to the low bg levels. The patient was sweating and became disoriented. At the hospital, the patient was given a sandwich and juice.